Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that after 1 month dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, 60ncm of primary stability was achieved and the patient presented bone type IV.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that after 1 month dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, 60 ncm of primary stability was achieved and the patient presented bone type IV.